Event description:
On (B) (6) 2006, the pt had two gore tag thoracic endoprosthesis implanted. On (B) (6) 2009, a reintervention took place to extend the device proximally with another gore tag thoracic endoprosthesis. On (B) (6) 2010, another reintervention took place whereby an additional gore tag thoracic endoprosthesis was implanted to fix a proximal type I endoleak and possibly graft infolding. During this procedure, the great vessels were bypassed and the transverse arch was rebuilt. Additional info has been requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.